Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The reported issue with compressor has been confirmed during evaluation of received problem description. Our field service engineer (fse) was on-site for further investigation and found out that the drainage valve and the moisture separator were defective and required replacement. No parts were returned for further investigation, hence, root cause of the reported issue could not be determined. Based on the information above this customer product complaint will be closed.

Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer's ref.#: (B)(4).